Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged worsening lung damage, breathing issue, waking up sick, snoring. There was no report of medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5104355) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient has alleged worsening lung damage, breathing issue, waking up sick, snoring. There was no report of medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: unknown brown contamination (dust-like) on the top enclosure near the modem flip lid door and air inlet. Unknown brown contamination (dust-like) at the air inlet of the blower box. Significant unknown brown contamination (dust-like) around the iso (international organization of standardization) port. Light white dust-like contamination inside of the iso (international organization of standardization) port. The top of the pca had corrosion on the via pads all over the surface. Significant unknown dust-like contamination on top of the blower motor and the blower motor seal. Tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specks of contamination on the bottom enclosure. Also, some tiny pieces of potential hair or fiber in the bottom enclosure. Tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specks of contamination on the bottom the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil was unable to get care orchestrator information from device. Review of the device log showed:the device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.